Event description:
It was reported to philips that the heartstart xl+ defibrillator ECG rhythm was not detected during pt cardiac arrest. The ECG lead was attached but rhythm was not detected and the device did not charge. The pt died.

Manufacturer narrative:
(B)(4). This complaint is being reported as a non adverse event as this device was one of three devices used during one pt procedure resulting in the death of one pt. The death is reported in MDR 1218950-2014-05722. A follow up report will be submitted upon completion of the investigation.